Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported "fails door alarm". During the switch test function upper, the hook switch does not operate as intended when door close and door pushed switch status goes from open to closed state. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed door alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.